Manufacturer narrative:
(Date of event): the exact date of the event is unknown. The provided event date (B)(6) 2014 was chosen as a best estimate based on the date that the manufacturer became aware of the event. (Explant date): year 2014. The explanted device was not returned to bsn. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A report was received that the patient was not getting an adequate pain relief. Patient underwent an explant procedure.

Manufacturer narrative:
Model number/catalog number: sc-8216-70, serial number: (B)(4). Batch/lot number: 16813991. Model/catalog description: artisan lead 70 cm. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient was not getting an adequate pain relief. Patient underwent an explant procedure.